Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the case, a non-medtronic reusable cord had frayed and caught on fire when it was plugged into generator. The fire was a size of a match flame and was extinguished by putting immediately a wet towel on the cord. There was no patient injury.

Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned sample met specification as received. The visual inspection found a chip in the rear panels upper right corner. The chip left a jagged edge on the rear panels upper right corner. The investigation of the returned equipment did not identify anything that would have caused or contributed to the reported event. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.